Event description:
The customer reported that the probe would not finish the sampling. Another device was used to complete the biopsy. There were no pt consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.